Event description:
A malfunction alarm, identified as malfunction 16, was reported with an insulin pump. The customer declined to answer if their blood glucose level exceeded 500 mg/dl, so its impact remains unknown. The technical support team arranged for a replacement of the pump, and the customer will use multiple daily injections as backup insulin therapy. Instructions were given to place the pump into storage mode before returning it, which the customer acknowledged along with the return procedure.